Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system had exhibited high out of range pacing impedance measurements. No adverse patient effects have been reported. The patient right ventricular (rv) lead is a competitor's product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted lead abrasion marks and anodization marks from the pacemaker pulses on the case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that this device was programmed to monitor only and the patient was scheduled for a revision procedure.

Event description:
Additional information indicates that that this patient underwent a revision procedure and the noise was unable to be reproduced. The physician opted to replace the patient's entire system.